Event description:
Reportedly, the stent stretched during the release so the final length was 4 or 5 cm more than the nominal length and got blocked in the introducer.

Manufacturer narrative:
Evaluation summary: the delivery system was not returned. There is only about 2.4cm of the stent returned. Unable to determine if the returned section of stent was cut or broken. Device return.